Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced significant exertional dyspnea due to oversensing on the right ventricular (rv) and left ventricular (lv) leads. Due to the oversensing the patient was not getting optimal biventricular pacing. The sensing on the leads was reduced, resulting in consistent pacing. The rv and lv leads remain in use. The patient is enrolled in the adapt response study. No further patient complications have been reported as a result of this event.